Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. A cartridge change was performed on (B)(6)2024 at 12:10pm and again on (B)(6)2024 at 3:44am. A teflon cannula fill was performed on (B)(6)2024 at 4:10pm and again on (B)(6)2024 at 3:45am and 4:22am. There are 13 tubing fill only events performed between (B)(6)2024 at 3:16pm and (B)(6)2024 at 4:21am in the device logs. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user performing multiple fill tubing steps repeatedly in response to hyperglycemia resulting in excessive insulin dosing beyond what the ilet algorithm was administering in response to cgm sensor values. Alerts not consistently marked as acknowledged likely contributed to the severity of the event.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 10/30/24 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on 10/30/24. On (B)(6) 2024, the user experienced a low bg event and was subsequently admitted to the hospital. Ems measured the user's bg at 52 mg/dl upon arrival and administered glucose tablets to stabilize bg levels. The user's healthcare provider (hcp) suggested a potential dexcom g7 continuous glucose monitor (cgm) sensor issue and advised initiating a new sensor after 24 hours. The user was guided on shutting off the ilet pump, which they plan to remain disconnected from for 24 hours per hcp instructions. The user reported feeling groggy, incoherent, and having low blood pressure during the incident and intends to call for assistance in reconnecting to the ilet.